Manufacturer narrative:
(B)(4). Approximate age of device - 27 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was having high estimated pump flow readings and pump power elevations, while at home. The patient was seen in the clinic on (B)(6) 2016 with increasing lactate dehydrogenase (ldh) levels and an echocardiogram was performed. The patient was admitted to the hospital with fluid overload, brown colored urine and an elevated ldh. The patient was initiated with heparin infusion. The patient underwent a pump exchange.

Manufacturer narrative:
The report of elevated lactate dehydrogenase level, hematuria, and elevated pump power/estimated pump flow values, and their correlation to the device could not be determined as the patient¿s pump was not returned for evaluation. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.